Event description:
The hospital reported that the t.w. Power supply is "making a funny noise" but is working fine. The product is not returning. The t.w. Power supply was used a second time and it is not working at all. The hospital did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).